Event description:
Procedure type: inguinal hernia repair. Pt gender: unk. According to the reporter: while attempting to use the balloon dissector for left hernia repair, would not hold insufflation causing an inadequate visualization causing surgeon to make a tear in the peritoneum. The procedure was changed tep to tap. The case was completed with mesh (still lap, but different technique) and the peritoneum was repaired w/suture. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. No pt injury was reported.

Manufacturer narrative:
(B)(4).